Event description:
It was reported that there was a hole in PICC 2cm under insertion site. PICC removed and discarded after leak noted.

Manufacturer narrative:
A lot history review (lhr) of rexk0895 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rexk0895) have been reported from one (B)(6) facility. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.